Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit involved. Attempts are being made to the customer to obtain additional information. A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the removable cardiosave power supply was missing a screw and not charging the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.